Manufacturer narrative:
Concomitant medical devices: sedr01 ipg, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture, high threshold, no capture, high impedance, oversensing and oversensing of noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.